Manufacturer narrative:
The device was evaluated and the cause of the rpt'd problem was determined to be a defective potentiometer. The device functioned within specifications after the replacement of the potentiometer and the device was returned to the customer.

Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered a peep of 12 cm h20 when set to zero. The ventilator was removed from the pt and upon the eval the upper pressure alarm activated and the ventilator failed to cycle. There was no pt injury. Internal #v97085.